Event description:
It was reported that the system 9900 had water/liquid ingress into the camera and image intensifier. The system was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Attempts were made to dry and clean the components. The camera had to be replaced. The system was tested and found to be working as intended and placed back into service.